Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin continued to drip after the motor had stopped during manual prime. Customer's blood glucose was 204 mg/dl. Customer's mother was having trouble with changing the new infusion set. Troubleshooting was not complete. Customer will not be returning the device for analysis.